Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, a failing printed circuit board was discovered and causing a flickering image to display. Additionally, it was noted that the top cover was scratched and rusty. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their evis exera iii video system center due to an unspecified image processor issue. According to the initial reporter, the system was not functioning properly when utilized with 165 series scopes. Though, the reporter did note 185 series scopes did not have any issues. Reportedly, this was noted during procedure preparation, and the intended procedure was completed using one of the 185 series scopes without any patient harm noted. During the device evaluation, it was discovered that the subject device had a printed circuit board failure causing a flickering image to display. This report is being submitted to capture the flickering image noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, the correct country is poland; g3, the correct aware date is 03-jan-2022. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, this unit was produced prior to the application of countermeasures for a design change in the operational amplifier circuit of the patient circuit (dr) board. Therefore, it is presumed that the phenomenon occurred due to a failure of the operational amplifier. On april 16, 2018, it was confirmed that a change in the design of the dr substrate had been made for events in which no endoscope images were obtained in combination with the 180-system scope. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Late initial MDR per CAPA-200248.